Manufacturer narrative:
The devices involved in the event will not be returned as they remain implanted in the patient. Based on the investigation findings and clinical assessment, the product use was incongruent with the IFU due to the cuff was two sizes larger in diameter than the main body and greater that the diameter of the right iliac artery which might have contributed to the event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported post implant of a bifurcated device, a suprarenal aortic extension, and a limb extension the patient had an occluded right common iliac artery. The patient will be having a femoral to femoral bypass, however it is not schedule at this time.